Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found the height of the bar code was changed when the laboratory information system (lis) software got upgraded. Fse noticed that the printout was fading and replaced the thermal printer. Fse then ran 60 to 70 samples with no barcode read issues. The instrument was operating as expected. There was no further action required by fse. A 13 month complaint history review and service history review for similar complaints was performed on g8 instrument with serial number (B)(4). The search was conducted from (B)(6) 2017 through aware date (B)(6) 2018 and did not find any similar complaints during the searched period. The g8 operator's manual under chapter 6, troubling shooting, section 6.2 general system failures, states the following: frequent bar code reading errors is the printing quality sufficient? Is it printed on a white label? Are you using a bar code set in the bar code parameter? Are the labels clean and unwrinkled? See "chapter 3 section 3.7: samples - bar code label confirmation". Are the samples set as the bar code labels oriented toward the bar code reader? Are the labels properly affixed? Attach the labels at least 20 mm from the bottom of primary tubes and with less than 5° of rotation. At least 5 mm of space (margin) is required to the left and right in the barcode. The most probable cause of the reported issue was due to incorrect barcode label height position.

Event description:
A customer reported intermittent barcode reader (bcr) error messages with the g8 instrument. The customer reported that the bc reprint did not resolve the issue. Field service engineer (fse) was dispatched which resulted in delay of hemoglobin a1c (hba1c) patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.